Event description:
The customer reported to customer service that she purchased her breast pump on (B)(6) 2011 and began using it on (B)(6) 2011. On (B)(6) 2011, she developed a rash that started at her nipple and breasts and then on (B)(6) 2011, it spread to her ears and face and on (B)(6) 2011 to her entire body. The rash was very itchy and inflamed. She visited a dermatologist who indicated that it resembled a rash from poison ivy, but the customer claims that she has not left her house.

Manufacturer narrative:
In follow up, the customer indicated that after using the breast pump, she developed a rash that started on her breasts and spread to her face, torso and extremities, but not the palms of her hands, over a period of three days. She was using the breast pump with 27mm personal fit breast shields which she purchased separately and which she washes with soap, rinses and then sterilizes in boiling water. She also indicated that when she saw her dermatologist, he diagnosed it was contact dermatitis, possibly poison ivy, and prescribed prednisone, which resolved the rash after three days, but since she finished the prescription, the itchy rash is returning. She is still using the pump with the breast shields, but less often. She is hand expressing as well as trying to get back into breast feeding. She stopped breast feeding and started pumping because she developed thrush which her doctor feels was caused by antibiotics she was prescribed. The customer confirmed that she was not using the breast pump when she was diagnosed with thrush, but began using it only after the diagnosis. The etiology of the rash has not been determined, but is unlikely the result of contact with the breast pump and parts/accessories since the rash was not present on customer's hands. Therefore, it cannot be definitively concluded that the breast pump, or any related parts/accessories, caused or contributed to the allergic reaction. No conclusions can be made as to the cause of the event. We will monitor complaints for similar issues.